Event description:
It was reported the front case is broken. The external pulse generator (epg) was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display lens was cracked. It was also noted that the upper case, lower case, side bail covers, ring cover and battery drawer were broken, the ring was bent, and the display was scratched due to the broken display lens.